Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the pacemaker exhibited automatic mode switch episodes indicating atrial under sensing and intermittent tracking of atrial tachycardia and atrial fibrillation (at/ af). No intervention was performed. No patient consequences were noted.

Manufacturer narrative:
Further information was requested but not received.